Manufacturer narrative:
Concomitant product: serial number of the myosure control unit and hysteroscope not provided by the complainant. The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).

Event description:
It was reported that a physician performed a myosure procedure uterine tissue removal on (B)(6) 2014. During the procedure the fluid deficit was noted to be rising. The physician performed a hysteroscopy and visualized a "perforation at the fundus". No medical intervention was required for the perforation or fluid deficit. The myosure procedure was aborted.